Event description:
It was reported that one year post implant the pt was treated for a type I endoleak of the iliac arteries with a competitor's cuff and wallgraft. A persistant type ii endoleak will be monitored by the physician. No other info was given.